Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The unit was inspected, and it was found that a screw was detached, and the issue was resolved after fastening the screw. After further review it was found that the air flow was different between the set value and the measured value, which was caused by a faulty regulator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined that the maximum air volume did not reach the standard due to the failure of the primary pressure reducer. However, the cause of the faulty regulator could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, internal loose on the high flow insufflation unit. During inspection, it was also found that the maximum air volume supplied could not reach specification. There was no patient or procedure involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.